Event description:
It was reported that during a routine cataract surgery and as the intraocular lens was being implanted the haptic lacerated the posterior capsule. A vitrectomy was performed and a new lens implanted with no further problems reported.